Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated from this system due to an out-of-range shock impedance measurement of 126 ohms. Review of the trended data showed a 12-month impedance range between 93 ohms- 124 ohms, with a slight upwards trend overall. No stored episodes. This alert will not retrigger until the device is interrogated with a programmer. Further review should be considered. No adverse patient effects were reported.